Event description:
It was reported that the device was used during a low anterior resection. The device fired as intended. The surgeon did not leak test the anastomosis. Pt developed abdominal distension and tenderness. Leakage detected by CT scan and reoperation was performed. Colostomy was placed.